Manufacturer narrative:
B3: exact event date could not be confirmed, but reported to be during the week of january 12th, 2026.

Event description:
It was reported that filter failed to fully recapture. A transcatheter aortic valve replacement (tavr) procedure was performed with a sentinel cerebral protection system (cps) for embolic protection. At the closure of the tavr procedure, the physician encountered difficulty recapturing the proximal filter of the sentinel cps. The rear and front handle of the sentinel cps could not be integrated during the filter retrieval, making it impossible to fully retract the proximal filter. The proximal filter was able to be partially recaptured and was removed from the patient anatomy in this state. No adverse events occurred. The patient was noted to have tortuous anatomy. The physician commented that due to the tortuosity at the origin of the brachiocephalic artery, the sentinel cps handles could not be integrated; and it was considered that integration may have been possible if manipulation had been performed within a straighter vessel.